Manufacturer narrative:
Investigation pending.

Event description:
Patient is a toddler. Patient's mother called alleging precision issues. Inratio 4.0, lab 6.5. Tests performed immediately after one another. Patient's therapeutic range 2.5 - 3.5.